Event description:
It was reported that: "pt fell and dislodged her patella. Surgeon removed patella, implanted larger size, removed well fixed tibia insert and upsized one size."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report. This is the same pt/event as MFR #2249697-2010-00059.